Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 11.3cm, 37.3cm, and 38.4cm from the distal tip. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.